Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device was not returned.

Event description:
It was reported that the nurse attempted to deflate balloon of foley catheter and was unable to do so after multiple attempts. Port was cut and volume of foley balloon drained. Foley was removed without issue. Per follow up information received via email on 16jan2023, it was reported that the customer had heard of some foley balloons were not deflating.